Event description:
Pt in ER with pneumothorax; 4/30/94, surgeon called to insert chest tube. Pt admitted, then on 5/02/94, developed shortness of breath and diminished chest sounds, chest x-ray showed small pneumothorax. Removed device and inserted small chest tube. Pt recovered normally. Connecting port cracked/broken allowing air infiltration.